Event description:
It was reported that the patient was experiencing diaphragmatic stimulation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 8042b, (B)(6) 2009; 5075-52, (B)(6) 2009. (B)(4).